Manufacturer narrative:
Additional information was received that the physicians office was not aware if patient had an infection.

Event description:
A report was received that the patient was having drainage from the ipg site. It was noted that the patient will contact infectious disease physician for the wound healing. It was unknown what caused the drainage.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20735171.

Event description:
A report was received that the patient was having drainage from the ipg site. It was noted that the patient will contact infectious disease physician for the wound healing. It was unknown what caused the drainage. Additional information was received that the physicians office was not aware if patient had an infection. Additional information was received that the patient was doing well. Additional information was received that no further course of action will be taken at this time. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure due to probable infection. The patient was doing well post-operatively and the explanted ipg and leads were not returned.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having drainage from the ipg site. It was noted that the patient will contact infectious disease physician for the wound healing. It was unknown what caused the drainage.

Manufacturer narrative:
Additional information was received that the patient was doing well.

Event description:
A report was received that the patient was having drainage from the ipg site. It was noted that the patient will contact infectious disease physician for the wound healing. It was unknown what caused the drainage.

Event description:
A report was received that the patient was having drainage from the ipg site. It was noted that the patient will contact infectious disease physician for the wound healing. It was unknown what caused the drainage.